Event description:
It was reported the ceramic head (insulation beak) is broken. This was identifed during the device maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure due to impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.